Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection. After evaluation of the instrument and instrument data, the cse cleaned the water and waste bottles, prime the system and performed system maintenance. The cause for the low enhanced estradiol (ee2) results with the original readypack is unknown. The quality control results were run and acceptable after the work performed by the cse. No conclusion can be drawn. Siemens is investigating. The instrument is performing within specifications.

Event description:
Falsely low advia centaur xp enhanced estradiol (ee2) results were obtained on two patient samples when run on the original enhanced estradiol (ee2) readypack. The initially low enhanced estradiol (ee2) results were not in agreement with the patients clinical picture. The customer performed repeat testing using another enhanced estradiol (ee2) readypack from the same reagent lot and the results were higher. The falsely low results were not reported to the physician(s). There was no known report of patient treatment being altered or adverse health consequences due to the falsely low advia centaur xp enhanced estradiol (ee2) results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00010 on 01/13/2015 for false low advia centaur xp enhanced estradiol (ee2) results obtained on two patient samples. On 04/29/2015 additional information: siemens was unable to check the original reagent readypack. The cause for the low enhanced estradiol (ee2) results with the original readypack is unknown. There were no further issues observed by the customer when subsequent advia centaur xp enhanced estradiol (ee2) reagent readypacks were used. No conclusion can be drawn. The instrument is performing within specifications. No further investigation is required.